Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported having difficulty charging. The patient is planning to have the ins replaced with a competitor ins. The caller indicated that the patient started having difficulty charging in summer of 2023 when they first got an error message during charging. The recharger has been replaced twice and the controller was replaced. The caller indicated that during the appointment today the recharging was working as expected and the patient remote was showing excellent coupling status. [See event reports associated with the patient (B)(6)]

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient did not have the generator replaced as their insurance company would not approve since there was nothing wrong with the device. After meeting with the representative on 27-aug the patient did not report any issues with recharging. Strategies to improve connection and locating the implant were reviewed. The patient expressed a dislike for charging the implant and hoped to get a non-rechargeable device.